Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/21/2015 and evaluated by lifescan product analysis on 4/23/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was reading inaccurately low compared to the patient¿s feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2015 at 3pm. At this time the patient claimed obtaining blood glucose readings of ¿113 and 117mg/dl¿ with the subject meter, performed within an unknown period of time of each other. The patient manages their diabetes with oral medications (type and dosage unknown) as well as diet and/or exercise and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. ¿one hour¿ after the alleged issue occurred, the patient stated that they experienced the following symptoms: ¿headache, tired, fatigue and thirsty¿. In response to these symptoms, at 5pm on (B)(6) 2015, the patient received healthcare professional (hcp) treatment in an urgent care facility. The patient¿s blood glucose was measured by the hcp on an unknown meter and a result of ¿140mg/dl¿ was obtained ¿ no other form of treatment was noted. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired and the comparison being used is invalid, this complaint is being reported because, the patient obtained inaccurately low readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.